Event description:
Info received via complaint form is reported as follows: info received via complaint form is reported as follows: packing pressure side not firm, pressed dressing on the edge of the packaging caused pollution of the edge opening makes dressing change color.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction as the issue was found prior to product use. It is reported that three email requests were sent to clarify whether the complainant is the sales rep for convatec or if the info was received by the sales rep from another party. No response received to date. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.